Event description:
Reporter alleged that active blood glucose test strips were labeled with an expiration date of 07/2008. The manufacturer's records show the actual expiration date to be 03/2008. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device and replacement was sent.